Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery using a starclose se device after a coronary interventional procedure. Reportedly, the clip was fired; however, bleeding still continued. Manual arterial compression was applied to achieve hemostasis. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported the clip was fired; however, bleeding still continued experience. Continued bleeding is most likely caused due to a mislodged/mislocated clip. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to: manufacturing, user technique and patient anatomical conditions. During manufacturing, each device is inspected to ensure product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. Inadequate nick and spread incision, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment may contribute to a mislocated/mislodged clip. Information relevant to user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May also contribute to the reported experience. No information was provided regarding anatomical conditions that may have affected the device performance. A conclusive cause of the reported continued bleeding could not be determined. Review of the device history record did not reveal any relevant nonconforming material records associated to this lot. A query of the complaint handling database was performed and there is no indication of a product deficiency.